Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief. A saluda representative confirmed that the patient did not report pain relief from the evoke scs system's therapy during trial and the patient's evoke scs system had been turned off for the past two (2) years. The evoke scs system was confirmed to be functioning as intended.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d - device available for evaluation section g - date received by manufacturer; type of report. Section h - evaluation codes. The evoke cls was returned to saluda for analysis. Visual inspection and functional testing of the evoke cls was performed with no device issue identified. The evoke scs system was confirmed to be operating as intended prior to explant. The root cause of the inadequate pain relief cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation, and the patient may require surgery (including revision, explant, and replacement) as a result.¿